Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Cause was not known. The customer went to the emergency room (ER) and was treated with intravenous fluids of saline and glucose to address bg. The customer was released later the same day with issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.